Event description:
Description from the customer report: "heater cooler had just been used in a case and was on standby with the main side pump running. The customer reported a squeaking noise coming from the unit and then it shut itself down. It then rebooted itself without any intervention from the customer. The main side was set to 37c but the temperature increased from 25c to 28c in 8 minutes. Whilst the card side was not functioning at all even though it was requested to showing a definitive fault to the customer. Then the hcu shut itself off again. It then rebooted itself again but this time showing a definite fault on the pt side with the screen blank". (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and suspected that the power supply board may have caused the unit to switch off. The power supply board thermistor is not the latest version and has a noticeable crack in it. This was changed to the latest version of power supply board. The customers description of the squeaking noise was a mis representation. The noise the customer heard was the unit rebooting and the audible noise the speaker makes. The defective psb resulted also to the malfunction of the display. The maquet field service technician replaced the power supply board with a new one. A supplemental medwatch will be submitted when as soon as additional info becomes available.